Event description:
A home pt contacted baxter's technical service center for assistance during his automated peritoneal dialysis therapy. Per initial report, the pt line of the homechoice set became disconnected from the home pt's transfer set during therapy. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report. No add'l info or samples have become available after repeated unsuccessful attempts at contacting the home pt and healthcare professional.